Event description:
During the atrial fibrillation ablation procedure, a blood leak was noted. When the sheath was inserted into the body and the air was aspirated, blood leakage was noted from the hemostatic valve. Use of the introducer was discontinued because backflow of blood did not stop. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.